Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, an increase in lead impedance was observed. Review of session records suspects tissue ingrowth on the lead tip. Lead impedance was stable for a period of time. Patient monitoring for lead impedance trend was suggested.